Event description:
In an august 2000 retrospective data collection effort of perma-seal graft experience conducted by the distributor, a surgeon user reported the following: in one pt, there was one thromboses or other occlusions and, one hyperplasia. There was no other information regarding pt selection, peri-operative management, or graft handling.